Manufacturer narrative:
Occupation: occupation is medical device company representative. There was no physical damage to the display screen and the battery was charged. The meter was re-set, but the issue was not solved. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue on accu-chek inform ii meter serial number (B)(4). The meter is missing pixels in the results field area of the display. This could affect the interpretation of patient results. There was no allegation that patient results had been misinterpreted due to the display issue. There was no allegation that an adverse event occurred.